Manufacturer narrative:
Per the instructions for use, valve regurgitation (pvl and central) are potential adverse events associated with bioprosthetic heart valves. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the worsening regurgitation (pvl and central) cannot be confirmed but may be related to the mechanisms described above and/or progression of the disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 4 years post tavr procedure, the patient underwent a valve in valve procedure (23mm sapien 3 valve in 23mm sapien valve) in the aortic position, due to moderate central ai and moderate pvl. The patient's cardiologist had been monitoring the patient¿s pvl for about a year and when it became moderate pvl and moderate central with a peak gradient of 40mmhg, a decision was made to proceed with the deployment of a second valve. The patient was symptomatic and had been previously admitted 3x prior to the intervention. Deployment of the s3 valve was as intended. The aortic side of the implant was placed 1mm aortic in relation to original valve. The s3 skirt was placed ventricular of the original implant. Post procedure echo showed both central and pvl were reduced to none. Patient was stable at the conclusion of the case. The moderate pvl and ai was attributed to an undersized sapien valve.